Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 512hn gasket was broken and caused a leak of gas. Another trocar was used to complete the case.